Event description:
It was stated that the insulin pump had repeated blank display and battery out limit alarms. Troubleshooting was performed, but the problems continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board. Unable to verify the battery out limit alarm due to the blank display.